Event description:
The reporter stated that the surgeon attempted to implant an aa4204vl plate silicone lens. The lens tore prior to insertion into the eye. It was unknown what caused the lens to tear. The injector model was used was a msi-tr and the cartridge model that was used was a mtc60c fp. The reporter was unable to provide the injector and cartridge lot numbers.

Manufacturer narrative:
Eval results: visual inspection of the returned product showed that both lens haptics and part of the lens optic was torn off and missing. Surgical residue/debris on product. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.